Event description:
On (B)(4).2025, a (B)(6) -year-old male patient underwent thrombectomy and atherectomy procedure using a rotarex device. During the procedure, the tip of the mechanical thrombectomy catheter fractured while aspirating thrombus, preventing further aspiration. After complete withdrawal of the guidewire and catheter, blood flow improved significantly. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was not returned for evaluation, and a physical investigation was not performed on the catheter. A physical investigation was not possible due to no physical sample was received. The user report and the provided images contain information regarding catheter helix break. After review of the provided images stretched helix has been observed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a (B)(6) male patient underwent thrombectomy and atherectomy procedure using a rotarex device. During the procedure, the tip of the mechanical thrombectomy catheter fractured while aspirating thrombus, preventing further aspiration. After complete withdrawal of the guidewire and catheter, blood flow improved significantly. There was no reported patient injury.